Manufacturer narrative:
This report is being submitted to provide the results of the final investigation and additional information obtained. The device was returned to olympus for inspection and the reported failure was confirmed. Additionally, the following failures were identified: the insertion portion is buckled under boot a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when reinserting the aspiration needle, there were shearing marks on the plastic at the distal outer end of the tube. The reported issue occurred during a diagnostic endobronchial ultrasound lymph node puncture and the procedure was completed using another device. There were no reports of patient harm.